Event description:
Our company was notified of the event on 11-may-2005 and the device was repaired on 13-may-2005. We filed a medwatch report about the event on 09-jun-2005. The report number is 8020893-2005-00217. The follow up to that report is included with this letter. To summarize the findings, our field service engineer evaluated the 840 ventilator (s/n3510031370) at sequoia hospital and determined the malfunction was related to the breath delivery unit printed circuit board (bdu pcb). The bdu pcb was removed and sent to our failure investigation department for analysis. The failure investigation technicians could not duplicate the reported failure and no problems were seen with the board. The board has since been discarded. A review of the service history for this device has not shown any recurrence of the reported problem. The root cause of the malfunction is unknown.

Event description:
A ventilator was in CPAP mode, the patient was being weaned. The ventilator totally shut down, alarms sounded and "ventilator in-op" code. The respiratory therapist responded immediately, no adverse effect on patient.